Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/16/2020. D4: batch # t5cx6x. Photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows a device from front view and the handle near of firing trigger can be seen broken. The closing trigger is closed. Also, the switch actuator post can be seen loose on the broken area. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary: the analysis found that one pce60a device was returned with the shrouds damaged and with no cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: are you referring to the staple retaining cap? No. Or, are you referring to the plastic cartridge drivers? No. Or, did the piece come from the stapler? No. Did any of these yellow bits fall into the patient? No. Did the silver metal cartridge pan remain intact with the cartridge reload? According to the physician, after pressed the red fuse button, but could not press the firing button and could not fire. After removing the device from the tissue, it was noted that the white shroud was broken in front of the firing button and the yellow unknown material was exposed. The yellow material itself should be located inside the gun body, possibly due to broken of the outer white shroud, resulting in the internal yellow material exposed.

Event description:
Damaged device. It was reported that during the laparoscopic lobectomy surgery, could not fire on the 1st firing, noted the distal end of device was damaged, and could see the inner yellow material. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.